Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 268 mg/dl at the time of event. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.